Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a photograph of the report was provided for review. Our review of the photographic evidence does confirm that the knob was damaged. This claim will be closed as observed in data review. The customer received a replacement knob to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.